Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200146 act artic e1 hip brg 28x40mm 274730, item# unknown stryker head lot# unknown, item# unknown stryker stem lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 2018 04333.

Event description:
It was reported that the patient's right hip dislocated approximately 3 months post implantation due to dislocation. Stryker head came out of bearing. Zimmer biomet bearing, zimmer biomet liner, stryker stem and stryker head were revised with arcos component, head and freedom liner. Attempts have been made and additional information on the reported event is unavailable.